Manufacturer narrative:
Result: footboard not properly sealed on the connector.

Event description:
It was reported by service report that the bed had no functions from the footboard. No pt involvement or adverse consequences are reported.